Manufacturer narrative:
The returned device was evaluated and based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. All bg readings were saved into the history successfully.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient's mother reported her daughter's blood glucose reached between 9.4 to 14 mmol/l (169 to 252 mg/dl) and that the omnipod personal diabetes manager (pdm) was reading incorrectly. The patient is not feeling well, will be going to the hospital and she will most likely be hospitalized. She also reported that they also noticed that the bg readings are missing in the pdm's bg history.